Event description:
Customer reported that she was hospitalized in intensive care unit twice due to high blood glucose. Customer stated that the blood glucose reading was over 600 mg/dl at the time of hospitalizations. Customer stated that she was having problems with her insulin pump keypad buttons were not responding. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. All buttons responded properly with no button or backlight anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.